Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure the 23mm sapien xt valve embolized into the left ventricle (lv) after implantation. The aortic annulus diameter measured 19mm by tee. Because the patient¿s sinotubular junction (stj) was narrow (18.5mm) and severely calcified, the balloon movement and the distance between stj and the balloon were checked during balloon aortic valvuloplasty (bav). As the balloon did not slip during bav, it was decided to implant a 23 mm sapien xt. The valve was positioned 50:50 aortic/ventricular (a/v), implanted with slow inflation, and deployed 40:60 a/v. The blood pressure (bp) did not rise and it remained in the 60¿s mmhg. The lv hardly moved. Chest compressions were initiated and cardiopulmonary support (cps) was prepared. Epinephrine was given. The patient¿s own bp was back to 153/31 mmhg but ventricular fibrillation (vf) was observed. Defibrillation (dc) was performed and the patient returned to sinus rhythm. The patient¿s hemodynamics became stabilized under cps. Post dilation was performed with 2 ml more than nominal volume to secure the xt valve. Central aortic regurgitation increased, and then the xt valve was slowly embolized into the lv. Open heart surgery was not performed due to a severe porcelain aorta and pcps was converted to cardiopulmonary bypass (cpb). The xt valve was hooked by a wire via the access site and crushed, then pulled out from the access site. The patient was hemodynamically stable and weaned from cpb. A new valve was not implanted. The patient left the operating room intubated in stable condition.

Manufacturer narrative:
Additional information was received: the image intensifier angle (iia) and the coaxial alignment of the delivery system with the valve were good. The valve was post dilated because after CPR the echo showed less movement of the leaflets, which may have been caused by a distortion of the xt valve due to chest compressions. It was decided to perform post dilation with additional volume to secure the xt valve. The perceived cause of the event from the operator was the valve was placed too ventricular for this patient and embolized because the valve was not properly secured in the annulus. The valve was dislodged by the movement during post-dilation. The perceived cause of the event from the proctor is that besides the valve post deployment position, it may have been also distorted during CPR causing the dislodgement of the valve from the native annulus. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported valve embolization to the lv cannot be confirmed. However, it is likely that the initial placement of the valve was low. This malposition, in addition to the patient¿s narrow and severely calcified stj may have also caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.